Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned for inspection, and the customer's allegation was confirmed. Based on the investigation results, it is likely that the reported event was caused by a disconnection of the transmitter and receiver module, resulting in the image disappearing and the display of e226 ( scope communication error). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had temporarily, occasionally loses the picture. There were no reports of patient harm.